Event description:
Complainant alleged that during routine preventative maintenance the device displayed "pacer fault 122" message. Complainant indicated that there was no pt involvement in the reported malfunction.